Manufacturer narrative:
Patient information 1. Patient identifier = sid (B)(6), no sid for the second patient provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported a falsely depressed architect vancomycin result on two patients. The results provided were: (B)(6) 2020 sid (B)(6) initial = 1.94 ug/ml; retested results = 20.59, 19.70 ug/ml. On (B)(6) 2020, a second patient results = initial 1.35 ug/ml, retest = 5.65 ug/ml. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the sample probe and syringe and performed quality control which was within acceptable limits. On june 17, 2020, the customer requested the fse return to check the instrument as another falsely depressed architect vancomycin result was obtained. On june 19, 2020, after much troubleshooting had been performed by the customer, an instrument replacement was requested. An architect i2000sr analyzer, serial number (B)(6) was successfully installed and resolved the customer's issue. There have been no further occurrences of architect vancomycin imprecision results since the analyzer was replaced. Return testing was not completed as returns were not at the investigating site. The architect system operations manual provides information on operational precautions and limitations, troubleshooting, and probable cause/corrective action for erratic results. The archtect service and support manual contains adequate information for the installation/setup and removal of the architect i1000sr instrument. A product monitoring review of the architect i1000sr platform revealed no systemic issues or trends associated with the issue as described in this complaint. Based on the investigation no systemic issue or deficiency was identified for the architect i1000sr instrument.